Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that damaged bus cable and faulty row board connection caused the communication and cubie detection failures. A field service engineer inspected drawers 4.1 and 4.2 and found no debris; identified worn pyxis bus cable and replaced it, restoring drawer response. Further resolved cubie detection issue in drawer 4.2 by replacing the row board cable and cleaning trays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 4.1 and 4.2 were not detected on the bus. The machine was restarted and the ribbon cables were reseated; however, the drawers remained undetected. The issue persisted on the same drawers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.